Event description:
Customer reportedly received the following results on the aviva system within 10 mins: 278 mg/dl, 236 mg/dl, 179 mg/dl, and 135 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.